Event description:
It was reported by service report that the head left siderail will not stay in the upright locked position. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: siderail.